Event description:
Information received from the field does not address the patient's clinical status but notes that during a trans- telephonic check, the pacing interval increased from 857 ms to 1165 ms with magnet application.